Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was explanted and replaced due to no output and suspected premature battery depletion. Immediately postoperative, the pt reported he still felt no stimulation with the replacement ipg. The pt underwent a second surgery. After disconnecting and reconnecting the implanted products, the physician was able to regain stimulation. No further pt complications were reported as a result of this event.